Event description:
Fail code 703 during biomed testing. Although baxter attempted to obtain info, details were not available regarding additional contact info or pump programming. No reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 703 was not confirmed. Typically, this failure is associated with the user interface module communication with the pump head module.